Manufacturer narrative:
Product ID 3387-40 lot# 0204136338 serial# implanted: explanted: product type lead. Evaluation codes updated per recent FDA coding changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the event was resolved without sequelae on (B)(6) 2018. No further complications are anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology of the event was related to the device/therapy and related to the implant procedure; the lead was noted as being related. It was also noted that there was a wound/lead revision/repositioning on (B)(6) 2016. Additionally, staphylex , clindamycin 600mg, and rifampicin were administered on (B)(6) 2016.

Event description:
A healthcare provider (hcp) for a clinical study reported there was a migrated/dislodged lead and a 0.5 centimeter cranium wound infection, requiring in-patient hospitalization, urgent care visit, and clinic or office visit. Laboratory testing was conducted on (B)(6) 2016; an examination occurred on (B)(6) 2016; and surgical observation was conducted on (B)(6) 2016. It was noted there was a surgical lead intervention and medical/non-surgical therapy. The event was ongoing and related to device/therapy and implant procedure. It was later noted that device issue was ¿not applicable¿ instead of lead migration/dislodgement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the clinical diagnosis to implant site infection. The surgical intervention previously reported involved a wound revision of the lead. Additionally, it was noted the patient was administered medications of clindamycin 600mg, staphylex, and rifampicin on (B)(6) 2016. Diagnostics previously reported had results of staphylococcus aureus on (B)(6) 2016 via lab testing; the patient reporting reddening of tissue on (B)(6) 2016; and results of wound dehiscence on (B)(6) 2016 via an examination. The outcome was considered resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.